Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had variations in longevity estimates from 0.5 years to 2 years remaining. Boston scientific technical services (ts) discussed sometimes variability in automatic capture can cause these changes. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
The device is currently undergoing analysis. When device analysis is complete, this report will be updated.

Event description:
Subsequently, the device was explanted and returned. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was 'good' at explant. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.